Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had solid white display and there were some colorful lines running through display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a white screen with a horizontal black roller paint stroke running across about 1/3 from the bottom. After further review, the lcd screen is cracked as well as the circuitry located to the left and to the right of the lcd controller. Unable to perform the displacement, and self tests due to the illegible partial display. (B)(4).